Manufacturer narrative:
Analysis was able to confirm the reported broken output connector assembly. Analysis also noted that the upper case had a broken boss, the battery drawer was broken on the lower case, the hanger was contaminated, the encoder assembly was contaminated, four knobs were contaminated, the display wires were pinched with compromised insulation, one case screw was contaminated, and the main printed circuit board (pcb) was out of electrical specification. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connectors. The epg was returned for service. There was no patient involvement.